Event description:
A letter was received from consumer's attorney dated 01/30/07 claiming use of renu multiplus multi-purpose solution by plaintiff and resulting in an apparently infected corneal ulcer. Pt has been under medical treatment since 2006. Pt was treated in the emergency room with vancomycin-ceftazidime, oftalmowell, tropicamide and voltaren. Due to poor progress, treatment with natamycin was begun with progressive reduction.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.